Event description:
It was reported that a pt underwent an emergency laparoscopic transabdominal preperitoneal hernia repair on (B) (6) 2009. Post-operatively, the pt developed a large seroma, that was treated with evacuation of 140 cc serous fluid. The pt was discharged on (B) (6) 2009. The surgeon opines that the seroma will emerge again, but most likely will be smaller.

Manufacturer narrative:
(B) (4). (B) (4) seroma. No conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.